Manufacturer narrative:
Device component code 3114 is related to device problem code for the problem of lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite (tm) with capio slim device was used during a pelvic floor repair procedure on (B)(6) 2018. According to the complainant, during the procedure, the suture broke inside the patient while pulling the mesh through the ligament . The detached needle was then removed from the patient. The procedure was completed with a new uphold lite (tm) with capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue dilator was broken. The remainder of the suture with dart was returned. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the root cause is manufacturing process design because the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite (tm) with capio slim device was used during a pelvic floor repair procedure on (B)(6) 2018. According to the complainant, during the procedure, the suture broke inside the patient while pulling the mesh through the ligament . The detached needle was then removed from the patient. The procedure was completed with a new uphold lite (tm) with capio slim. There were no patient complications reported as a result of this event.